Event description:
(B)(4). My medical card covered the insertion of the essure device for permanent pain free birth control. Since the procedure I have lots of lower abdominal pain and other strange side effects that have taken me out if work for several dr. Visits, testing and an endoscopic procedure to remove scar tissue and endometriosis. I have experienced terrible monthly odor, bartholin cysts on my labia, a recurring abcess on my hip that has turned into (B)(6). I have extreme hip and joint pain and cannot lose weight! I also have experienced slow fingernail and hair growth.